Event description:
Reporter alleged blood glucose measured hi back to back with a result of 168 mg/dl when testing was performed 2 minutes apart. Customer stated afterwards obtaining results of 347 and 169 mg/dl. As a result of the comparison, customer took an additional oral diabetes medication but no other actions were taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.